Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery performed was a ventral hernia by dr. (B)(6). Arm 2 became faulty just at verge of completion of procedure and just got disabled. Post completion of procedure, the system was restarted, and the issue was same as arm 2 was disabled and second procedure was done with disabled arm 2 and arm 1,3,4 was used. Patient demographics were provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The unit was analyzed and in log reviews, error 32101 was found indicating a high-side switch error set up joint (suj) proximal (acu) +48v pointing to the brake thus confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where it triggered the same error thus replicating the event. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed to release the horizontal brake and had the same error in the logs. Installed a golden acu (axes controller setup), aba tested and verified it to be the cause of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to electrical and fiberoptic defects pertaining to the acu printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer had contacted the technical service engineer (tse) regarding error 32101 occurring. Tse requested for the customer to perform a hard power cycle but the reported complaint persisted. Tse reviewed the system logs and found issues with the setup joint 2. The field service engineer had noted that the surgical procedure was ongoing as a three arm system configuration. The procedure was completed with no reported injury.